Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately low compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed that the alleged issues began on (B)(6) 2011 at an unknown time in the morning. She reportedly tested on the subject meter and received a reading of "132 mg/dl" which she felt was low compared to her feelings. The patient stated she manages her diabetes with an unknown type of insulin through pump therapy and it is unknown if she took any action regarding her usual diabetes management routine in response to the alleged issue. She reported that she "didn't feel right and was disoriented." The patient's sister took her to the emergency room (ER) on that same morning where she was admitted at an unspecified time. The patient reported that her blood glucose was check using the hospital meter and obtained a value of "285mg/dl" (brand unknown). Another blood glucose test result of "352mg/dl" was also reported on an unknown device and at an unknown time. The patient was reportedly treated at the ER with IV fluids and was released the following day. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The subject test strips were stored correctly and unexpired. A control solution test was not performed because the patient did not have any. Replacement products were sent to the patient. The complaints are being reported because the patient reportedly received an inaccurate low result on the subject meter, but was treated for symptoms suggestive of hyperglycemia by a healthcare professional.